Manufacturer narrative:
Patient weight not provided . The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient presented to the emergency room (ER) with symptoms of mild purulent drainage from the driveline exit site. The patient was admitted to the hospital and treated with parenteral antibiotics. No further information was reported.

Manufacturer narrative:
Section a4: additional information. Section h4: correction. Section h6: initial report's (MFR # 2916596-2019-06170) method, result and conclusion codes were entered by mistake. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.